Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product functioned as designed during functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
During an ablation procedure, a cardiac shock was experienced. Electrical jolts were experienced so lesioning was ceased several times and needle adjustments were made. The patient had a working pacemaker which was delivering cardiac shock therapy, causing the electrical stimulus. Anesthetic  was applied to the nerve sites and the procedure continued with no adverse consequences to the patient. There were no performance issues with any abbott device.